Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient experienced a csf leak after surgery.

Manufacturer narrative:
Additional information: h6. The reported observation could not be confirmed, and the adherus device was discarded after surgery, preventing further testing or batch review due to lack of lot information. Although the surgeon was trained and used the device correctly, no root cause for the event could be determined based on the available information. Based on the investigation including statistical analysis, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.